Manufacturer narrative:
(B)(4). The following additional information was requested and the following was obtained: unknown, due to after follow-up attempt, no information can be provided from the hospital. Once there is any updates, we will update the information. The patient demographic info: weight, bmi at the time of index procedure date of the index surgical procedure the diagnosis and indication for the index surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the needle grasped during use? Was the broken needle removed from the patient during the procedure? If the piece was retained, where is it located/in what structure? Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pdz262, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. Date of the index surgical procedure. The diagnosis and indication for the index surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the needle grasped during use? Was the broken needle removed from the patient during the procedure? If the piece was retained, where is it located/in what structure? Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent myomectomy of uterus on (B)(6) 2020 and suture was used. The needle broke when sewing the uterus. Half of the needle remained in the tissue of the patient. The broken needle was localized fluoroscopically with cc arm but it could not be taken out. The procedure was changed to an open surgery to remove the broken needle. Additional information has been requested.